Manufacturer narrative:
This event also includes device 13101319/ 00733132609963 h6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): on (B)(6), 2014 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The patient tolerated the procedure. Follow up computed tomography angiography (cta) examination on (B)(6), 2015 showed the aneurysm measured 63.0 m follow up computed tomography angiography (cta) examination on (B)(6), 2015 showed the aneurysm measured 75.0 mm. Follow up computed tomography angiography (cta) examination on (B)(6), 2018 showed the aneurysm measured 89.0 mm. Follow up computed tomography angiography (cta) examination on (B)(6), 2019 showed the aneurysm measured 88.0 mm. Follow up computed tomography angiography (cta) examination on (B)(6), 2020 showed the aneurysm measured 94.0 mm. Follow up computed tomography angiography (cta) examination on (B)(6), 2022 showed the aneurysm measured 99.0 mm. Follow up computed tomography angiography (cta) examination on (B)(6), 2023 showed the aneurysm measured 106.0 mm. On (B)(6), 2023, the patient was reported to suffer from mesenteric ischemia. The patient was treated with left brachial cutdown artogram with stenting of the sma and bilateral renal artery fenestrations. Anticoagulants were also administered.